Event description:
Procedure type: sigmoid resection. According to the reporter: tissue squeezed out during the firing of the stapler. A staple line failure was observed after firing the stapler. The surgeon sutured the staple line to complete the procedure. Six hours postoperatively, a leak was observed and the patient was reoperated, due to a staple line breakdown. The estimated blood loss was 250cc and the reoperation lasted two and a half hours.